Event description:
The customer contact reported that during testing at the user facility, the device battery was noted to be swollen. The device was returned to the facility's coordinator with a report that the device did not function. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.